Manufacturer narrative:
One device was received very dirty. Per visual inspection, pole clamp discolored, line cord discolored and worn, quick connect corroded, water tank cover cracked, enclosure and front cover had multiple scratches and worn paint, outdated printed circuit board (pcb) and power switch, front cover was for an hl-90 not an hl-390. Per functional testing, the pump was not circulating water. The complaint was confirmed. The root cause was a faulty pump. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that fluid spilled on the unit and the unit was "not flowing properly". Showed temperature but after a while it was still not pumping and over temperature alarm. No patient or clinical injury was reported.